Event description:
It was reported that the customer was experiencing unspecified issues with the usb port, causing difficulties plugging the charging cable in to charge the pump. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.